Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge service territory manager (stm) that encountered the issue replaced the scroll compressor to resolve the issue. Full pm, calibration, safety, and functionality checks were completed per the service manual and passed to factory specifications. The iabp was returned to the customer and cleared for clinical service upon completion. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that the compressor assembly of the cardiosave intra-aortic balloon pump (iabp) failed to meet specifications. There was no patient involvement and no adverse event was reported.